Manufacturer narrative:
(B)(4).

Event description:
It was reported that "one single helium loss 3 alarm". As a result, the iab was exchanged for another iab. No patient harm or injury. The patient status is reported as "fine".